Event description:
It was reported that the temporary pacing electrode catheter was defective, a temporary pacing wire. The balloon was not inflating properly. It was reported that customer had another defective temporary pacing electrode wire. The balloon would not inflate. They still had not received the package to return the defective balloon from (B)(6) 2024. This is the 3rd one they had an issue with in the past few months.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode catheter was defective, a temporary pacing wire. The balloon was not inflating properly. It was reported that customer had another defective temporary pacing electrode wire. The balloon would not inflate. They still had not received the package to return the defective balloon from (B)(6) 2024. This is the 3rd one they had an issue with in the past few months.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used temporary pacing electrode catheter. Visual inspection of the sample noted using (returned) syringe inflated balloon with 1.5cc air without difficulty. Allowed to rest with no leaks evident. No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.